Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient states they need to get in touch with their local representative because they are needing the stimulator adjusted. Patient states the stimulation has dropped from their lower back down to their feet and they have not been able to use it because when they walk their feet hurt. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent also sent an email to the local rep.